Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, intimal dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily tortuous, heavily calcified, 90% stenosed mid left circumflex (lcx) coronary artery. A 2.25 x 15 mm xience prime stent delivery system (sds) was advanced to the lesion and the stent implant was successfully deployed. Following deployment of the stent a dissection was observed. In order to cover the dissection, another xience prime stent implant was successfully used. There was no reported clinically significant delay in the procedure. No additional information was provided.